Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has been exhibiting fluctuating impedance measurements in all of the channels. All these measurements have been within normal limits with the exception of the shock impedance, which has reached high out of range measurements. Technical services clarified that this behavior can be attributed to patient condition or changes in medication. No changes were performed. This device remains in service. No further adverse patient effects were reported.